Event description:
It was reported to baxter (B)(4) that the reservoir of one ce infusor lv5 device had ruptured during filling. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received at baxter, and the evaluation is currently in progress. A follow-up MDR will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release. The root cause will be identified/addressed through the CAPA investigation, (B)(4).